Event description:
It was reported that during the procedure in the heavily calcified left common iliac artery, an 8 x 6 x 80 absolute pro stent delivery system was advanced to the target site and the stent deployed. The stent was fully apposed to the vessel wall; however, due to the heavy calcification, post dilatation was performed. An 8 x 40 x 80 fox plus dilatation catheter was advanced, but was unable to cross to the target lesion due to the heavy calcification. The device was removed and a 5 x 40 x 80 fox plus dilatation catheter was advanced. The dilatation catheter balloon was inflated within the stent and removed. The 8 x 40 x 80 fox plus dilatation catheter was then advanced and was able to cross the target site. The balloon was inflated and a rupture occurred at an unknown pressure. The device was removed without resistance from the patient anatomy. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: 0.035 terumo; sheath: 6 french, arrow; stent: 8 x 6 x 80 absolute pro. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.